Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a polarity switch of the right ventricular (rv) lead and undefined impedance. The lead was also reported to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.